Event description:
It was reported that, "patient presented with loose acetabular cup. The cup, liner, and femoral head were removed and replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacture as patient is keeping components. If additional information becomes available then it will be submitted in a supplemental report.